Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported the patient was on impella cp support and there was low pump flow after implanting. The low pump flow was due to the patient being on extracorporeal membrane oxygenation (ECMO) along with low preload after the time in the operating room for ECMO central cannulation. Volume was given. The patient also had access site bleeding. It is unknown if blood products or heparin was withheld. The pump was removed due to the access site bleeding. It is unknown if the low pump flow was resolved.

Manufacturer narrative:
The investigation for the reported access site bleed and the low pump flow has been completed. The impella was not returned for evaluation. Data logs were reviewed and confirmed the failure mode and clinical narrative. Logs showed after pump started, pump position was in ventricle followed low flow that triggered impella position in ventricle, auto suction response and suction alarms. The positioning issue occurred for 12 minutes then resolved. The low flow event remained for 8 hours and 15 minutes and was resolved when pump was able to run on p-2 without flow issue. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the low pump flow was patient condition related because lv was reported to have low volume and data logs indicated pump in ventricle alarms. Added- e4-no f6/f8 should have been left blank. G1 reporting contact fax number was missing.